Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue-stopping prior to completion) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015-product analysis: the device was returned and evaluated by product analysis on 07/31/2015 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the pump¿s black box revealed occlusion alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was observed. A display lens crack was observed. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.